Event description:
A malfunction was reported with a malfunction code displayed as "malf 0." There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and there was no recurrence of the malfunction code after the reset. The customer was instructed to continue using the pump and to call back if any issues recur, which they acknowledged and understood.